Manufacturer narrative:
Potential causes of overheating are charger/cable short, misuse of the cable-forced entry of the charger cord into the transmitter, pcb failure, battery failure, thermal cutoff not working (70 deg. C), firmware failure, pcb short, battery short, and battery excessive current (into or out of battery). The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. Complaints are tracked and trended as part of management review. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in waa heat related failure. Waa heat related failure rates remain acceptably low; thus, CAPA is not required. Waa heat related failure rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was getting hot and burned. However, there was no damage to the patient's skin.